Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The device breakage did not occur near to the patient's anatomy. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during thr surgery, the strike plate of a ref cup positioner/impactor broke while using. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint number: (B)(4).